Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified unspecified artery. Upon inflating the 20mm x 3.25mm maverick2 mr balloon to nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were noted and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified unspecified artery. Upon inflating the 20mm x 3.25mm maverick2 mr balloon to nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were noted and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was identified at 1mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications, the most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).